Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw4292 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch "PICC line trained staff attempted to insert midline x 2, midline noted with flared tip and unable to advance into vein 2nd attempt successful."